Event description:
The d-stat flowable hemostat was deployed to seal the tissue tract following a liver biopsy. Within five minutes of device deployment, the pt experienced a vasovagal reaction. IV fluids were administered and the pt was monitored for hypotension and tachycardia. The event resolved within minutes without need for additional intervention.